Event description:
It was reported that a patient presented remotely via merlin.net. Upon review of the transmission, the patient's implantable cardioverter defibrillator was found to have exhibited far p wave over-sensing. Corrective programming changes were made on (B)(6) 2022. The patient was stable throughout.